Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection performed on the returned reader and no damage observed. Observed burn marks on the readers universal serial bus (usb) cable. The returned reader was sent for further investigation and de-cased. A visual inspection was performed on the de-cased reader's printed circuit board assembly (pcba) and no damage was observed. The reader's power consumption test was performed and the off current measured within specification. An extended investigation has also been performed on the returned reader and burn marks were observed on the usb cable. Pressure was applied to the central processing unit (cpu) and the reader did power on and passed all self-tests. The sleep current was measured within specification and no issue was observed on the returned battery. An attempt to replicate the customer complaint using a known good usb cable connected to a power supply and then plugged into a known good reader - set to the approved adapter rate - and no issues were observed. The current was then boosted to roughly twice our adaptor rating, and no issues were observed. This implies that even if the user used our adapter, it would not be able to provide enough power to melt the usb cable (it is a very tiny and low-power converter). As a result, the customer may have utilized his own far more powerful adaptor. Therefore, this complaint is not confirm to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that an electric surge may have damaged the power cord to their adc freestyle freestyle libre 2 reader. Customer further reports, "it looked scorched around the end that plugs into the monitor." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were included in the kit pack. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reports that an electric surge may have damaged the power cord to their adc freestyle freestyle libre 2 reader. Customer further reports, "it looked scorched around the end that plugs into the monitor." There was no report of death, serious injury, or mistreatment associated with this event.